Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic pain/back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), ovarian cyst ("ovarian cysts") and dermoid cyst ("dermoid cysts"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2014. At the time of the report, the back pain and menorrhagia had resolved and the ovarian cyst and dermoid cyst outcome was unknown. The reporter considered back pain, dermoid cyst, menorrhagia and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Event injury was updated to chronic pain/back pain menorrhagia (heavy menstrual bleeding), ovarian cysts and dermoid cysts. Date of implant updated. Date of explant added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.